Event description:
It was reported the during the patient's scheduled post implant wound check, it was discovered that the left ventricular (lv) lead was not capturing and only sensing atrial activity. It was also reported that it appeared that the lead was pulled back into the coronary sinus. It was noted that shortness of breath persists, but has improved per the patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, however apparent explant damage noted, all conductors distorted, and blood was noted on all conductors (not obstructed); full lead returned and analyzed.